Event description:
A malfunction was reported on a customer's pump. Customer¿s blood glucose (bg) level was 500 mg/dl. The customer had not yet taken corrective action at the time of reporting but planned to administer a correction injection. Technical support provided information to reset the pump and assisted with the reset. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to contact support again if further issues arose.